Manufacturer narrative:
The device was received and evaluated. Download data showed many timeouts but no alarm or drive stalls. Investigation found lower than expected battery voltage values, and was able to definitively confirm their contribution to the signs of struggle seen in the download data. Additionally, the exposed portion of the soft cannula was found to have a flattened region, however the cause and timing of the damage could not be determined. Lastly, the right rotational sensor spring was found to be leaning slightly. However, the contribution of the soft cannula and rotational sensor spring damages to the device struggle, if any, could not be determined. Aside from these damages, no other abnormalities were found. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) rose to 300 mg/dl while the pod was worn on the patient's leg for between 24 and 36 hours. As treatment, a new pod was applied and a bolus was administered.